Manufacturer narrative:
(B)(4). A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Based on the complaint investigation, a probable root cause was not identified. The complaint sample was not provided for evaluation. Since no probable root cause was identified, no corrective or preventive actions were identified for this complaint failure mode. This complaint will be entered into the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4). Upon (B)(4) investigation, a follow up emdr will be submitted.

Event description:
Patient was getting pleurx catheter removed and the catheter broke at the cuff. Clinician stated the catheter cuff was about 1.5 inches further back from exit point making it harder to remove. After a failed attempt to remove the catheter, the physician was called to assist. The physician, pulled with added force and the catheter broke at the cuff. The catheter remained deeply embedded into the patient, therefore thoracic consult was initiated the patient went to surgery and had the catheter removed with no additional adverse events.